Manufacturer narrative:
The patient was lifted from the bed to a wheelchair. The legs from the lift were placed in between the legs/wheels of the wheelchair and the side of the patient was placed towards the lift. When the patient was lowered down to the wheelchair lift tipped to the side. The head of the nursing unit at the account found the most probable cause of the lift tipping was the patient´s weight was lifted outside lifts frame. This happened when the nurse grabbed the slingbar and pulled the patient against the backrest of the wheelchair while lift was lowered. Wheel of the lift was not locked but they were however prevented from moving by the wheels of wheelchair. No damage to the lift has been detected. The account will instruct their staff on how to use the lift and how to lift to and from and wheelchair. The hillrom account manager will contact the account and provide additional training on how to use viking m lift in a proper way and to inform them of the importance of training. Per the viking¿ m mobile lift 7en137107 rev. 3 under safety instructions: unbalanced lifting poses a tipping risk and may damage the lift equipment! Operation instructions: note: when lifting, the wheels should be unlocked so that the lift can be moved to the patient¿s center of gravity. Locked wheels during lifting can increase the risk of tipping. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the lift tipped over. The lift was located at the account . There was no serious patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).